Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient's mother reported that the patient's continuous glucose monitor (cgm) reading was 30mg/dl and the patient's blood glucose (bg) was 30mg/dl. The patient's mother administered the patient with a glucagon shot. The patient's mother drove the patient to the emergency room (ER) where the patient was treated with a intravenous (IV) glucose therapy and was hospitalized. During their hospital stay, the patient's sugar levels were tested 3 or 4 times a day. The patient was released from the hospital on (B)(6) 2017. At the time of contact, the patient was at home and doing well. There was no alleged malfunction of the device. No additional event or patient information is available.